Event description:
It was reported the patient had an xray for an unrelated issue ( right sided pain) and consequently learned that his intrathecal catheter was fractured at the spinal site. Specifically, the distal segment of the catheter was fractured on the non-spinal side of the anchor in the back. As a result, x-rays were performed, surgery intervention occurred, and the patient was hospitalized. The patient did not have any notable symptoms associated with catheter fracture. The catheter was replaced on (B)(6) 2014, and dose reduced by 50 % to 279.9 mcg / day. The explanted catheter was discarded. Post-revision, the patient experienced shortness of breath, extreme lethargy, nausea, and inability to move right side (right arm, right leg) and had overdose symptoms despite a dose reduction of 50%. The dose was turned to minimum rate. A CT and MRI were negative for a bleed and a work up for ¿pe¿ was negative. Patient status at time of this report was alive with injury and was still hospitalized. The pump was delivering lioresal (2000 mcg/ml); dose 561.5 mcg/day. Additional information reported the patient is medically stable and being discharged from acute care on (B)(6) 2014. The pump was still in minimum rate. The patient was going to inpatient rehabilitation for dose titration.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient returned to their hcp for follow up on 2014-05-19. It was again noted that following the catheter revision, the patient experienced baclofen toxicity, mental status changes, and marked flaccidity of the right arm and leg. The patient was functioning "fairly close to baseline"/"essentially back to baseline". The patient's only functional complaint was the inability to fully extend their leg. The patient was scheduled to see a different hcp next week regarding pump titration. The reporter noted they may need to keep the pump at a very low level. The patient would be seen by the reporter in 6 weeks for recheck. It was noted that the right sided pain which was thought to be unrelated to the catheter fracture had improved, the hcp was unsure why.